Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated with two different programmers in different rooms.